Event description:
The facility's nurse reported to baxter (B)(4) that a catheter extension set had tubing separated from the male luer. The set had been used for 15 days. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection revealed that the tubing was separated from the male luer, confirming the reported condition. A hard solvent ring was also observed on the tubing. The root cause of the reported condition was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. A batch review could not be performed as the lot number is unknown. If the sample is received or additional information becomes available, a follow-up report will be submitted.